Event description:
It was reported the zct300 intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). The iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson surgical lens due to complaints of glare and bright lines; patient not happy with seeing lines in vision. There was no patient injury and patient outcome post-lens exchange was reported as ok. The zct300 is not available for return. Through follow-up, additional information received indicated there were no complications such as capsule tear, no incision enlargement, no unplanned suture(s), and no unplanned vitrectomy. No further information is available.

Manufacturer narrative:
Additional information: it was indicated that the iol is not available for return; therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - clinical code 2140 glare and visual disturbance. Attempts have been made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 21-dec-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a ziploc bag. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issues could be observed. Based on the return condition of the lens, no further product evaluation can be performed. The complaint issues were not confirmed. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.